Manufacturer narrative:
Additional information was received that their was no error or malfunction. The event was a use error and was not reportable. H3 other text : additional information was received that their was no error or malfunction. The event was a use error and was not reportable.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.